Event description:
It was reported the patient was receiving benefit from their new system.

Event description:
It was reported the patient¿s lead fractured during explant. The lead was being replaced due to limited therapy benefit. The stimulator was being replaced due to end of service (eos). Impedance testing was performed. The lead was only partially explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v734526, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).